Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their therapy has been helping with their bowel incontinence and their back pain, however has not helped with their bladder incontinence. Pt states they did speak to someone at the manufacturer who walked them through how to increase stimulation and then left it for 2 weeks. However, it's still not working. Pt states they are going through more pull ups now than they were when they first put in the trial. Pt states they also believe they tried switching programs. Pt pulled up their settings on the call and confirmed they are currently on program 3 at 0.9v. Pt services reviewed option to continue increasing on current program. Pt increased to 1.1v and confirmed it's comfortable and on the right side of bike seat area. Pt services reviewed pt can keep it here and monitor symptoms. Pt services reviewed if symptoms don't improve, contact doctor to discuss a possible program change or next steps.  Pt's next doctor's appointment is on nov 11th and is a virtual appointment. 2021-nov-29 (B)(4) (con): no new information. Additional information was received from the patient. They reported that pt is experiencing pain where their device is implanted. Pt stated they woke up yesterday ((B)(6) 2021) at about 4am with severe pain near their implanted device. Pt stated they woke up took some aleve and it did not do anything for the pain. Pt stated the pain was so severe they could hardly walk. Yesterday, pt stated they had decreased their stimulation and it did help some with the pain. Yesterday, pt also spoke with their hcp, who advised they decrease their stimulation more and give it time to see if the pain subsides more. Pt did confirm the pain is still present. Pt stated they have still been taking aleve been putting lidocaine cream and patches over the area with pain. Pt stated they do have an appointment with their hcp on (B)(6) 2021. Reviewed turning stimulation off. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. It was reported that they did end up having surgery on (B)(6) 2022 to have a bladder sling put in and also to reopen the pocket site and readjust the device due to the pain it was causing them. The patient had stimulation off since, but would now like to try and turn it back on. Patient services walked them through how to turn stimulation back on and patient reported feeling stim in the right side of their bike seat area on program 2 at 0.8v. The patient stated it's comfortable and will leave stimulation here. It was reported that the patient called back and repeated information as listed in follow up note on (B)(6) 2022. The patient said that they are still in so much pain from surgery, and at ins site, said can't sleep. Patient called for instruction on how to connect. The patient connected said switched to initial program as still having issues with incontinence. Patient said their next appointment to see their healthcare provider (hcp) is on (B)(6) 2022. Redirected patient to call hcp office as soon as possible to provide update on pain and request medical direction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.